Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was). Blood was on the device as received. The hub, shaft, and tip were examined. Kinks were found along the length of the shaft 16.2cm, 33cm, and 76cm from the tip. The tip was damaged with inner liner delamination. A portion of the inner liner was stretched and torn, but was not protruding from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. They were having a hard time deploying the closure device, so they decided to remove the entire system. They inserted a 14 french 30cm introducer sheath for better support. When they removed the access system, they noticed a string that was part of the tip of the access system was hanging off. Therefore, they decided to use a new access system and delivery system. The procedure was completed successfully with no patient complications.